Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and cleaned the screen with windex. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was found to be intermittently responsive. The contrast button has no affect on insulin delivery function. During investigation, evidence of contamination was found under all button key contacts.